Event description:
The customer contact report that the pt received more IV fluid than intended. At an unspecified time in the morning, the pump was programmed to deliver an unspecified IV fluid at a rate of 11ml/hr with a volume to be infused (vtbi) of 44ml. Approx two hours later, the pump alarmed vtbi complete. At that time, the nurse noted the delivery had completed two hours early. The physician was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.